Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple unexplained reboots on 04/25/2014. The battery cap was able to fully tighten, however a portion of the battery cap threads were observed to be stripped. There was no damage observed to the battery compartment. There was no evidence of moisture inside the battery compartment, on the battery cap, or in the keypad. The pump powered on normally with the returned battery cap; a power loss was not observed. The pump was exercised for 24 hours with no alarms and no power loss occurring. The pump casing was removed, and there was no evidence of moisture found. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue with the pump. The reporter noted that the battery cap threads were stripped and there was moisture under the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.